Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm was missing from the harmonic shears insert. One side of clamp arm attachment area was bent outward, creating a large gap. Visual evidence suggests this joint was subjected to excessive forces, causing the clamp arm to break off.

Event description:
It was reported that during a gastrectomy, the tip of the harmonic curved shears insert broke off and had fallen in the pt. The broken piece was retrieved without incident. The planned procedure was successfully completed using another harmonic curved shears instrument. No pt harm, adverse outcome or injury was reported.